Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The downloaded data returned an 0x33 alarm, indicating the pod timed out while waiting for input from the user. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No communication error occurred during this test. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours on the back. As treatment, the patient gave a manual injections using an insulin pen and went for a walk.